Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During dual-chamber pacemaker implant, the physician observed the ventricular screw malfunction with two different setscrews. Due to this, he replaced this device (returning it for analysis) with another kora 250 dr.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implant attempt of the subject pacemaker, connection difficulties were incurred in the the ventricular channel.